Event description:
On (B)(6) 2010, patient reported an issue with her infusion device beeping and then displaying "standard bolus." Patient stated after her infusion device stopped responding, it started beeping and then displayed "standard bolus" on the screen. Patient reported this displayed on it's own without her pressing any buttons. Patient stated it showed 0.0 units, but when she tried to use the buttons, it would not respond. Patient reported a similar issue a few weeks ago. Patient stated she was sleeping and heard her infusion device beeping in the middle of the night. Patient reported she heard the beeping, but never looked at the screen to verify if it was an error message. Patient stated she woke up the next morning and everything was okay and the infusion device was delivering her basal rate. Unable to verify any details as patient does not recall anything. Unable to check the alarm history since infusion device will not respond. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.